Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge decreased from (B)(4) to (B)(4) while the pump was charging. There was no impact to the customer's blood glucose (bg) level. It was indicated that the current pump will continue to be used for diabetes management.